Manufacturer narrative:
Submit date: 4/20/2017.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage on (B)(6) 2017, service found the unit had no alarm.

Manufacturer narrative:
Product analysis #(B)(4): root cause for no audio is caused by components being dislodged from the audio circuit on the main board. This is due to impact from the screw boss on the housing when being assembled. The following components can become dislodged: c168, q21, c169, u14, c44. The issue is currently being address in cdp (B)(4) by the responsible r & d team. If information is provided in the future, a supplemental report will be issued.